Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Patient activated episode #17 data is invalid, egm unavailable.

Event description:
It was reported that the review of patient symptom episodes on the remote monitoring network report indicated that the detailed episode data was invalid. The device remains in use. No patient complications have been reported as a result of this event.